Event description:
Review of a published article determined that hemorrhaging of the ima occurred while a ligasure device was in use. There was 610ml of blood loss but no transfusion was required. The authors reported the pt as being well (B)(6) post-op. Authors note that they believe heavy calcification of arteries was major contributing factor.

Manufacturer narrative:
(B)(4). The sample is no longer available for eval. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.